Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the increased basal, customer's blood glucose lowered to 14 mg/dl and was confused. At the time of the event customer was in the hospital for, "other reasons." Due to the low bg level customer was admitted into the intensive care unit and was treated with dexterous. Additionally, the customer took medications that were known to effect cgm values. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the hospitalization; however, the customer did not respond. No additional patient or event information was available.